Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and vasoconstriction, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Additionally, it should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, IFU clearly states not to exceed the rbp. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that the chest pain that was noted during deployment of the 2.8x19 rx graftmaster covered stent had self-resolved when deflating the graftmaster balloon, post-deployment. No additional information was provided.

Manufacturer narrative:
(B)(4). The 1st diagonal remained partially occluded by the graftmaster and a vasospasm occurred in the 2nd diagonal coronary artery; the partial occlusion was left untreated and the vasospasm was treated with nitroglycerin. The patient is stable. No additional information was provided. (B)(4) above rated burst pressure(rbp) and indication for use. Concomitant medical products: guide wire: whisper ms 190cm; balance middleweight 190cm inflation: boston scientific. Guide catheter: cordis 6fr j4, sheath: pinnacle 6fr 10cm. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with an acute myocardial infarction (mi), lesion thrombus that occluded the 1st diagonal coronary artery, and a 100% occluded proximal left anterior descending (lad) coronary artery. A 014 whisper ms 190cm guide wire (gw) was advanced into the lad with resistance felt against the anatomy. Dilatation was performed with a 3.0x12 non-abbott balloon, opening up the lad occlusion. Aneurysms were found in the lad and diagonal coronary artery bifurcation. The whisper gw was then further advanced with difficulty (due to anatomy) into the diagonal coronary artery and dilatation was performed. An attempt was then made to advance the whisper back into another lesion in the lad just distal to the aneurysm, but it was difficult to advance due to patient anatomy. A 014 balance middleweight (bmw) 190cm gw was then advanced into the lad with difficulty (due to anatomy) as a buddy wire, then the lesion was dilated with the same balloon, opening up the aneurysm. The whisper was withdrawn. In the opinion of the physician, use of the whisper and bmw wires did not contribute in any way to the aneurysms or thrombus. A 2.8x19 rx graftmaster covered stent was then advanced and deployed without difficulty at 17 atmospheres held for 1 minute, successfully excluding the aneurysm, but the stent partially occluded the 1st diagonal; during deployment, the patient experienced 3/10 chest pain that had resolved within 8 minutes. A 3.0x12mm non-abbott stent was then deployed proximally, covering the separate proximal lesion area; the entire long lesion was opened up and the lad had excellent flow.